Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula due to which he experienced high blood glucose level of 400mgdl. Therefore, the patient first went to the emergency room where the patient was given water and insulin shots. The blood glucose level went down to 205mg/dl. Moreover, the patient had blood at site. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.